Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and a hazy echo appeared within the closure device. The physician recaptured the device, and a thread-like thrombus-like finding was observed but resolved within seconds. The physician continued the procedure and successfully implanted a closure device in the laa of the patient. Vital signs and immediate post-anesthesia recovery status were unremarkable, and the patient returned to the recovery area. Two hours post procedure the patient was experiencing muscle weakness and speech issues. A magnetic resonance imaging procedure was performed which confirmed that the patient was experiencing a cerebral vascular accident. There were no other complications or treatment that has been reported to have occurred.